Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The field service engineer at (B)(6) found that the liquid waste sensor window on the m2000sp was discolored and cracked. (B)(4).

Manufacturer narrative:
(B)(4).